Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient went in yesterday to have their pump refilled and 'he added something else to it and so forth.' The patient stated that 'I didn't use it (attempt to bolus) until last night, and it had x number of boluses, but it could not get it to deliver, so I waited until this morning to try it again. The handset said, ¿you have 24 boluses¿, but you could not access them.' While on the call, the patient was connected to the pump and was connecting at 90% and saw 'myptm application not responding, close app or wait.' The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 6.68 mb. Then agent assisted the patient in connecting to the pump, and patient was able to successfully connect to their pump but saw 'no device found' a few times but admitted the communicator was not on and that the communicator was not over the pump. The patient also mentioned they put the handset over the communicator when connecting to the pump and stated that they were not told how to use them. The agent reviewed and assisted the patient in connecting to the pump, and patient reported seeing lockouts of '28 hours and 19 minutes' and '4 boluses left.' The patient confirmed that 'clinician bolus in progress' as reason for lockout. The patient confirmed this lockout was the reason that they could not bolus. The agent reviewed considerations and patient understood. The agent redirected patient to their healthcare provider to further address the issue. Additional information was received from a consumer stated that they were connected to the pump at 90% and saw 'myptm application not responding, close app or wait.' The agent assisted patient in clearing data. Prior to clearing data, the patient's data was 6.68 mb. When the agent inquired further about telemetry delay, patient stated, 'if it has (been doing a telemetry delay) it's built up slowly and I watch tv and it comes up (that they got the bolus), but it has not been an issue and I haven't tracked it or anything,' and did not have further information. The agent documented reported information due to data being cleared and clearing data assisting with issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.